Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss) for unknown impedance measurements. The patient stated that they suffered a fall, and when the device was interrogated and all measurements are within normal limits before and after that fall. It is believed that a fall the patient had was the cause for the lss. The physician plans to monitor the lead as normal. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.